Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 7 yrs ago. Aneurysm and vessel morphology from the time of implant are unk. Approximately 2 yrs post-implantation, the aneurysm was 5cm in diameter. It was reported that approximately 1 month ago, the aneurx bifurcated stent graft had migrated, resulting in a proximal type 1 endoleak and aneurysm enlargement to 6.6 cm. The migration was due to dilatation of the aortic neck, which currently measures 35 mm in diameter below the renal arteries, 39 mm in diameter at 1 cm below the renal arteries, and 41 mm in diameter at 1 cm below that. At the time of the migration, the vessel morphology was described as severely tortuous and calcified. The physician intended to intervene with a talent converter, followed by a talent thoracic cuff. The talent converter was successfully implanted; however, the talent thoracic cuff would not advance in the patient's anatomy. It was then decided to implant a second talent converter instead. After the second talent converter was deployed at the level of renal arteries, a proximal type 1 endoleak was observed, and the second talent converter was ballooned several times with a reliant. A small type 1 endoleak was still seen; however, it was decided to leave the residual endoleak alone. Then a talent occluder was attempted to be advanced on the left side; however, due to the severe vessel tortuosity and calcification, the occluder could not be advanced. The physician then elected to deploy coils to occlude the iliac artery and performed a femoral-femoral bypass, with successful results. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Migration, endoleak; aortic neck dilatation.